Event description:
I had the essure implant procedure done in (B)(6) 2009. I started experiencing excruciating abdominal pain in (B)(6) 2010. I also had headaches. I ended up having a partial hysterectomy to have the implants removed on (B)(6) 2010. I had numerous emergency room visits to see what was causing the issue and there was never a good answer. Once the implants were removed I have had no further medical problems. I was only (B)(6) when this occurred and never imagined having to have a hysterectomy at this early of an age.